Event description:
On (B)(6), 2010, terumo cardiovascular was informed that during cardiopulmonary bypass surgery, the raceway tubing developed a slice in the tubing. It was reported by the user facility that there was a blood loss of approximately 10-20 cc's from the infant pt. The device was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo did receive the suspect device and after examination did confirm the slice in the raceway tubing. A review of the device history record confirmed that there were no production related problems and no previous reports related to this lot number. Terumo is aware that the pt lost 10-20 cc of blood, but it has been reported that the surgery was completed successfully. (B)(4).